Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit had missing end cap sticker.

Event description:
It was reported that the insulin pump is squirting the insulin out during manual prime. Nothing further was reported.